Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger g2: the country of the event is jp h6 codes refer to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the wire was visible from the charger of the hospitalized patient. An error message appeared while charging. There were no known environmental, external, and patient factors that may have caused the event. It was reported that the cord of the recharger has a crack, exposing the internal wiring. Additionally, it was noted that the cord becomes very hot during charging. An error message was also displayed on the controller, but the details are unknown. The issue was not resolved at the time of the report. Additional information was received. It was reported that there was no causality of the device or therapy with respect to the hospitalization. The recharger was replaced.

Manufacturer narrative:
H3. Device analysis for recharger (B)(6) revealed no device found message. H6 codes belong to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.